Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted trough a teflon sheath in the patient's femoral artery. The iab therapy was recorded as lasting 60 hours. It was reported that the iab was surgically removed and blood was found in the membrane. Per the md, the pump did not alarm. There was no reported patient death or injury. There were no reported patient complications. The patient outcome is fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.